Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect avea ventilator is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect avea ventilator for evaluation for an audible primary alarm not triggering with a proper tone and not meeting specification.

Event description:
The customer reported bumping this avea ventilator and an audible alarm tone chirped and the customer was unsure if it was the secondary alarm tone. The customer stated no patient involvement was associated with this event.

Manufacturer narrative:
The service center group received the suspect ventilator and duplicated the reported event, which found damage to the driver transition board. The service group referred the driver transition board to the failure analysis laboratory for a component failure investigation . The ventilator was reworked with a replacement driver transition board and tested per our manufacturing process. Results of investigation: the failure analysis (fa) group received the suspect driver transition board and concurred with the service group assessment. The (B)(6) found damage cables 20, 21 and 25 joints no longer solder to the driver transition board. At this time the reported customer event was duplicated, which was due to component damage to the transition board.